Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the manufacturing facility located in (B)(4). Review of the device data confirmed a single occurrence of system fault 74 indicating a software task fault. The investigation determined that the cause of the system fault was a software timing issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device was returned to the mfg facility in (B)(6) so that an engineering investigation can be performed. The investigation methods, results, and conclusion are not finalized at this stage. Resmed ref # (B)(4).

Event description:
(B)(4).